Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called for son and stated his insulin pump just stopped working. The customer's mom s stated the customer's blood glucose level was 251 mg/dl. The customer treated with previous old insulin pump. The customer's mom declined a high blood glucose troubleshoot. The customer's mom went to look at the insulin pump later and it was blank, the customer stated they changed the battery and the insulin pump still will not come on for the customer. The customer was assisted through troubleshooting and the customer stated the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to a backup plan per the healthcare professional's instruction. The product will be replaced. The product will be returned for analysis.